Event description:
It was reported that entrapment between imaging catheter and guidewire occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel. After the intravascular ultrasound (ivus) procedure, resistance was encountered upon withdrawal of the opticross¿ from the patient. Therefore the device and the non-bsc guidewire was removed together. At that time the non-bsc guidewire was found to be detached. Procedure was completed with the same device. There were no reported patient complications and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was within specifications. The guidewire exit port was lifted 1.0 mm and ripped 1.0 mm long. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that entrapment between imaging catheter and guidewire occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel. After the intravascular ultrasound (ivus) procedure, resistance was encountered upon withdrawal of the opticross¿ from the patient. Therefore the device and the non-bsc guidewire was removed together. At that time the non-bsc guidewire was found to be detached. Procedure was completed with the same device. There were no reported patient complications and the patient's condition is good.